Event description:
Procedure type: functional end-end anastomosis. According to the reporter: the first and second cartridge were used for closed functional end-end anastomosis and firings were done successfully. After 3rd firing for side-to-side anastomosis, the black return knob could be pulled back, but the jaws would not open. The stapler was disconnected from the cartridge and replaced. But the jaws still would not open. To remove the device, add'l tissue was resected and manually sutured. There was oozing. Nothing fell into the pt cavity. Operative time was extended about 20 minutes. The pt is still under observation at the time of reporting. The staplers used, which are labeled for single use only, were re-sterilized.

Manufacturer narrative:
(B)(4).